Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification up to (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014. The device remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups one of ten minutes duration were recorded in the device memory between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The multiple manual power ups may indicate the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. Therefore only no further ten minute time outs were recorded. The fault was witnessed during the investigation, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.